Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter and the device (including port, luer hub) was not irrigating. A second device was used to complete the operation. There was no adverse event reported on patient. Additional information was received on 13-mar-2024 which indicated that the issue was discovered while the device was being used on the patient. As such, the event was re-assessed as MDR reportable with an awareness date of 13-mar-2024. No error was noted from the irrigation pump. While using a pressure bag for irrigation, it was found that water (saline) cannot issue out from the holes of the catheter. While using a syringe for irrigation, it was found that water (saline) still cannot issue out from the holes of the catheter. The correct setting was selected on the device.

Manufacturer narrative:
The picture was reviewed and no root cause can be determined. However, it was reported that the device is available for analysis. Therefore, once the device is received by the bwi product analysis lab, the evaluation will be performed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster inc. (Bwi) product analysis lab received the device for evaluation on 13-may-2024. The device evaluation was completed on 20-may-2024. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter and the device (including port, luer hub) was not irrigating. A second device was used to complete the operation. There was no adverse event reported on patient. Additional information was received on 13-mar-2024 which indicated that the issue was discovered while the device was being used on the patient. As such, the event was re-assessed as MDR reportable with an awareness date of 13-mar-2024. No error was noted from the irrigation pump. While using a pressure bag for irrigation, it was found that water (saline) cannot issue out from the holes of the catheter. While using a syringe for irrigation, it was found that water (saline) still cannot issue out from the holes of the catheter. The correct setting was selected on the device. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. Visual inspection and irrigation test of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The irrigation test was performed, and it was not flushing correctly since it was occluded by white material. For this reason, a scanning electron microscope (sem) analysis was requested for the white material, and evidence of saline solution since sodium (na) and chlorine (cl) were found. A manufacturing record evaluation was performed for the finished device number lot 31199111l and no internal actions related to the complaint were found during the review. The irrigation issue reported by the customer was confirmed due to the occlusion found in the shaft. The potential cause of the occlusion could be related to the procedure; however, this could not be conclusively determined. The instruction for use (IFU) contains the following warning and precautions: flush the catheter with heparinized saline prior to insertion into the body; always follow standard practices of using a continuous drip of anticoagulant fluid under pressure through the proximal luer connector when the device is in the body. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a pentaray nav high-density mapping eco catheter and the device (including port, luer hub) was not irrigating. A second device was used to complete the operation. There was no adverse event reported on patient. Additional information was received on (B)(6) 2024 which indicated that the issue was discovered while the device was being used on the patient. As such, the event was re-assessed as MDR reportable with an awareness date of (B)(6) 2024. No error was noted from the irrigation pump. While using a pressure bag for irrigation, it was found that water (saline) cannot issue out from the holes of the catheter. While using a syringe for irrigation, it was found that water (saline) still cannot issue out from the holes of the catheter. The correct setting was selected on the device. Device evaluation details: a picture was received for evaluation following biosense webster's procedures. The photo does not provide sufficient information related to the irrigation issue reported by the customer. Therefore, no results can be obtained from it. A manufacturing record evaluation was performed for the finished device lot 31199111l and no internal action related to the complaint was found during the review. Additionally, the manufacture and expiration dates have been provided. Therefore, fields d4. Expiration date and h4. Device manufacture date have been populated. The customer complaint was not confirmed based on the picture received. The device has not been returned for analysis and a root cause cannot be assigned based on the current evidence. H6. Investigation findings code of "appropriate term/code not available" represents photo/video analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).